Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7092219/7092173.

Event description:
It was reported that the patients spinal cord stimulation (scs) was not providing pain relief. The patient underwent explant procedure. The explanted device components will not be returned. No further information has been obtained.